Manufacturer narrative:
(B)(4). Estimated date of event. Estimated therapy date. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after pre-dilating the moderately calcified lesion in the heavily tortuous, left anterior descending (lad) coronary artery, an unspecified xience pro stent delivery system (sds) was advanced toward the lesion, but, despite applied force, failed to cross the lesion due to patient anatomy. The sds was retracted with resistance felt and some force applied, and the stent subsequently slipped off of the balloon and was lost in the vessel. The xience pro sds was withdrawn from the anatomy and retrieval of the dislodged stent was attempted with a non-abbott balloon catheter but stent retrieval was unsuccessful. The procedure was discontinued. As pre-planned, the patient was prescribed dual anti-platelet therapy with clopidogrel and aspirin, then, at a later date, underwent coronary artery bypass surgery; it is unknown by the site if the dislodged stent was retrieved, crushed against a vessel wall, or remains free-floating in the vasculature, however, the bypass surgery successfully treated the target lesion and the patient is fine. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.